Event description:
A pharmacist reported that a female in her nineties inhaled and swallowed an unk amount of fixodent denture adhesive cream and presented to the emergency room with shortness of breath and in cardiopulmonary arrest after she aspirated some of the product. The fixodent had formed a solid in the back of her throat and was in the airway. Esophageal bolus impaction prevented the insertion of a nasogastric tube and she was on a ventilator at the time of the report on 16-aug-98. The consumer was moved to critical care unit. Follow up phone calls on 20-aug-98 and on 24-aug-98 (to the attending physician) revealed that the family had requested withdrawal from life support and that the consumer had died. Her past medical history included dementia and alzheimer's disease. She was a nursing home resident at the time of the incident. No further info was provided.